Event description:
The patient missed a refill because of hospitalization. It was thought the pump was empty, but it was not alarming. A second look at the telemetry confirmed there was an alarm going off. The patient was to have the pump refilled and reprogrammed on (B)(6) 2014. The patient was asymptomatic, and they were showing no signs of withdrawal. The pump contained lioresal. Additional information was requested to determine patient symptoms and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).